Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error message and alarm go off. No patient injury was reported. Additional information was received via email by the manufacturer on 08-dec-2022 and attached to complaint object. A cassette was connected to an extension hose. The cassette was filled with morphine, ketamine, midazolam and sodium chloride. The cassette was filled at the users side (B)(6) 2022 and the palliative team should connect the cassette to the pump on (B)(6) 2022. By connecting the cassette to the pump, errors and an alarm accrued. The cassette was tried to be connected to other pumps, but with the same result. Eventually the pump was started, but with so many alarms, that they had to fill a new cassette the next day with a new batch instead and this batch worked normally. There was no patient involvement.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) is no longer considered reportable, please disregard any reports associated with it.